Manufacturer narrative:
Retainer ring:completely missing. Customer complaint notes, stated that motor error alarm more than one. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. Unit able to passed the rewind, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm and complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.